Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a buttor error alarm on the insulin pump. The customer's blood glucose level was 110 mg/dl. The troubleshooting was performed. The customer is to revert to back up plan and receive replacement insulin pump.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip noted during visual inspection. No button error alarms noted. No button response from up arrow button due to corroded keypad traces.